Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated and there was no magnet response. No intervention has been performed at this time. The patient was in stable condition.